Event description:
While using a byte night aligners, patient experienced chipping of their teeth on the bottom canines. They also have pain in their lower canine and a hole in their gum where their aligner sits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.